Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump's keypad was not responding properly. Customer reported that during a bolus attempt, the screens kept scrolling. The customer did not recall any significant events leading up to this issue. Customer also stated that he removed the battey for 15 minutes and received a battery out limit. Blood glucose level at the time of the incident was 130 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
No battery out limit alarms noted. All operating currents were within specification. The pump passed the self test. All buttons functioned properly. However, found corroded keypad traces. No unexpected numbers ramping or scrolling occurred during testing. The pump was received with a cracked reservoir tube lip, minor scratches on the display window and a cracked case at the display window corner.